Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed an introducer set with original tray lid and product label was received. Residue was present on the tips of the stylet and cannula indicating use/ handling. A physical evaluation of the distal end of the cannula found approximately 19 mm of the blue insulation to be damaged/ cut. The insulation had been properly attached to the cannula and the remainder of the device was without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that insulation damage occurred. The patient was undergoing a radiofrequency ablation procedure in the liver. A 3.5/15/15 leveen coaccess was selected for use. The physician noted that the insulation of the device was damaged when attempting to insert it through the metallic needle guide; possibly due to friction between the devices. The device was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Event description:
It was reported that insulation damage occurred. The patient was undergoing a radiofrequency ablation procedure in the liver. A 3.5/15/15 leveen coaccess was selected for use. The physician noted that the insulation of the device was damaged when attempting to insert it through the metallic needle guide; possibly due to friction between the devices. The device was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.